Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen became stuck. The customer reported a blood glucose (bg) level of 250 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, the touchscreen was able to be cleared.